Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, decreased pacing lead impedance and insulation damage was observed. The lead was capped and replaced on (B)(6) 2017. The patient was stable post-procedure.